Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a fess procedure. The caller indicated that the surgeon was using the frontal balloon and it would not track until the surgeon was all the way in the frontal sinus. The microdebrider was tracking fine and the nipt had a value of 0.6. There was no reported delay in the case and there was no change in patient outcome.